Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the patient side manipulator (psm) to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The psm was analyzed and found to have a mechanical defect of a snapped and broken rolling loop cover and damaged insertion flat flex cable (ffc). The complaint was confirmed based on failure analysis.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the patient side manipulator (psm) 3 was found to be physically damaged. It was not usable and needed replacement. Procedure could not proceed without psm3. The procedure was aborted with no report of patient involvement.